Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The reason for the increased battery consumption was due to farfield oversensing and an increase in inappropriate atrial tachy response (atr) events being recorded. Reprograming of the device was discussed. This device remains in service. No adverse patient effects were reported.